Event description:
Physician note states, "during the course of the pelvic exam, the blade on the plastic speculum broke in half longitudinally along the blade. This created a sharp hook on the piece of the blade that broke off and was in the vagina. It caused a wound along the right lateral wall of the vagina, less than 1cm in size with a small amount of bleeding. Broken blade was retrieved with gloved hand as protection so no further injury would be caused. Re-exam with new speculum showed the small wound on the vaginal wall. Pt is to take antibiotics for 7 days, with percocet for pain. She was advised to f/u at the obgyn clinic in one to 2 days.